Event description:
It was reported by service report that the cot retracted while being removed from the ambulance. The cot tipped over when the paramedic attempted to slow the decent of the cot. There was pt involvement; however, no adverse consequences were reported.